Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced hyperglycemia with a highest reported glucose of 315 mg/dl approximately three hours after a usual meal announcement, and they declined further troubleshooting of infusion set and cgm details. Symptoms included elevated blood glucose. Outcomes included no injury, no medical intervention beyond self-management, and no hospitalization. Investigation included review of the reported event details and user-reported history. Investigation of this case revealed insufficient information to identify a device malfunction or component issue, and no device performance problem was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.